Event description:
Patient reported through social media platform that they have stopped the use of byte aligners due to their dentist recommendation. They reported in the post the aligners were moving their teeth way to fast as one of their canines was to come out.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.